Event description:
It was reported that the atrial lead exhibited intermittent undersensing. The device was reprogrammed and no adverse events occurred to the patient.

Manufacturer narrative:
(B)(4).